Manufacturer narrative:
(B)(4) date sent: 10/27/2016. Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the top (moveable) jaw on each device damaged? The jaw visually did not seem damaged until it broke off. The only noticeable thing was that it wouldn¿t open as easy and far as it did in the beginning of the procedure. Was the top (moveable) jaw on any of the devices broken off of the device? On all of the devices. If yes, how many devices had the top (moveable) jaw broken off? All 3. Did the detached top (moveable) jaw(s) fall into the patient? Yes it was a laparoscopic procedure. Were the detached top (moveable) jaw(s) retrieved from the patient? Yes all top jaws were retrieved and nothing was left behind.

Event description:
It was reported that during a rectal extirpation procedure, during the extirpation of the rectum from the anal side, the flexible part of the jaw broke, leaving only the lower jaw functional. This also happened during the scopic part of the procedure; resulting in opening extra devices. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 11/10/2016. Batch # (B)(4). The device was received the upper jaw damaged at the proximal side and not broken as reported by the customer. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.